Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation:

Event description:
Country of complaint: (B)(6). It was reported that the suture was frayed.

Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received one open and used cassette. We have checked the thread surface appearance of the sample received and a twisting of the thread is open in a small part of the thread surface. Taking into account that no other customer complaints have been received concerning this issue, we consider that this is an isolated unit affecting only this article batch. Final conclusion: we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.